Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 64 mm diameter abdominal aortic aneurysm. The flow lumen of the proximal aortic neck measured 32 mm in diameter. The outer diameter of the proximal aortic neck including the thrombus measured 45 mm. It was reported that during the index procedure, a proximal type I endoleak was observed. An aortic cuff from another manufacturer was implanted; the endoleak reduced slightly but it still persisted. The patient has not, and will not receive additional treatment for the persistent endoleak. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, morphology of the proximal aortic neck and that the device was undersized. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.